Event description:
Boston scientific received information that this device was being electively explanted for normal battery depletion and damage to the header was identified. The header was partially detached from the device. A replacement device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case. The damage was determined to have been the result of the explant procedure.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated when additional information is received.